Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed as a fatal error. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of an unknown error "session has ended I have a new transmitter" occurred is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.